Event description:
It was reported that the pump battery was depleting too quickly, leading to a pump shutdown. There was no reported impact to the customer's blood glucose levels. The customer was educated on the implications of the pump shutting down, resumed insulin, and engaged in a follow-up where it was confirmed that battery depletion remained high. Consequently, technical support decided to replace the pump.